Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (suspend) issue. The customer called to report that the pump was suspending itself on several occasions. They couldn't define the time frame in which that happened, but claimed, that it never happened before, but happens very often in the last time. The customer lost the confidence with the pump and also refused to do a detailed troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2019 with the following findings: on investigation, the pump powered on and was exercised for 24 hours without the pump suspending itself without user interaction. During the investigation, the investigator suspended the pump and the pump emitted the appropriate audio and visual suspend alert. The keypad cover was intact and without damage. All keypad buttons responded properly when tested. Investigation did not duplicate the complaint.